Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The 16fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath distal tip split was unable to be confirmed. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, no abnormalities were reported during device unpacking or preparation. Per information provided, tortuosity and calcification were present at the patient's access vessel. Tortuosity and calcification can subject the sheath to suboptimal angles and can lead to non-coaxial alignment between the devices and access vessel. If manipulation is used on the device to overcome the challenging pathway (tortuosity and calcification), the sheath tip may be damaged, leading to the observed tip split. Sharp nodules of calcification can also split the tip through direct contact within the vessel. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the event. However, a definitive root cause was not able to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, when inserting the 29mm sapien 3 valve through the esheath+ during a tavr procedure via transfemoral approach, the distal tip of the esheath split. The valve seemed to "jump forward" when the sheath distal tip split during advancing the commander delivery system through the sheath. There was no patient injury, and the patient was stable post-procedure.